Event description:
Consumer complaint of erratic blood results. Customer's daughter states that her mother feels well and requires no medical attention. Customer's expected blood results are 131-143mg/dl fasting. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer was not available for blood test but customer's daughter did perform a back to back blood test, 100mg/dl and 109mg/dl fasting. Reviewed meter memory: 135mg/dl, (B)(6) 2015, 11:42:00 am, fasting: yes; 234mg/dl, (B)(6) 2015, 11:41:00 am, fasting: yes; 119mg/dl, (B)(6) 2015, 11:24:00 am, fasting: yes. Customer recently purchased the meter and ran 3 blood test today on her mother. No adverse event reported.

Manufacturer narrative:
(B)(4). Product has not been returned for evaluation.